Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, around 7:00am, the patient¿s cgm was providing the patient with low cgm values ranging between 60-70 mg/dl. The patient was asymptomatic, but the patient¿s partner took him to the emergency room for evaluation. At the ER, the patient¿s cgm was reading 80 mg/dl, and the bg meter was reading 400 mg/dl. The patient was diagnosed with dka and was treated with an IV insulin drip. The patient attempted to calibrate the dexcom device, but he reported the readings were ¿still off¿, so he replaced the sensor with a new one. It was not specified how long the patient was in the ER prior to discharge. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to taking the patient in the hospital. The reported glucose values fall within the d zone of the parkes error grid when patient arrived in the hospital.the data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.